Event description:
It was reported that the device was explanted because the pt's parents thought they were receiving a device from another MFR. They had the perception that the more expensive device from the other MFR is of higher quality. The surgeons tried, but could not convince them that this was not the case. The surgeon elected to immediately explant the device and replace it with the desired device from the other MFR.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.